Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Per the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: leaking - pending rupture or ruptured aneurysms. Please note add'l devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2011, the pt presented to the emergency room with a ruptured abdominal aortic aneurysm. The rupture was treated with two gore excluder aaa endoprostheses. At the end of the procedure, the final angiogram revealed a proximal and distal type I endoleak and a type ii endoleak originating from lumbar arteries. On (B)(6) 2011, a computed tomography angiogram confirmed the proximal and distal type I endoleak and the type ii endoleak. On (B)(6) 2011, the proximal type I endoleak was treated with coils and an onyx liquid embolic agent in the proximal neck of the aneurysm sac. The proximal type I endoleak was resolved and the physician is taking a wait and watch approach with the distal type I endoleak and the type ii endoleak. The pt tolerated the procedure.